Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose. The customer reverted to manual insulin injections for insulin therapy.